Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for malignant, chronic low back, and spinal pain. On 10-03-2016, it was reported that the patient had been experiencing issues with urinary retention for the past six months. The patient reported that their healthcare provider indicated that the patient may have to have a catheter implanted as a result of the urinary retention issue. The original source document contains information that is unrelated to this event and was omitted. See (B)(4) - no therapy, withdrawal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicated the urinary retention was not related to the device or therapy and was a pre-existing condition. Nothing was done with the pump therapy and no actions/interventions were taken as the urinary retention was resolved. The cause of the urinary retention was medical conditions and medications. Past medical history included bm mid right coronary artery (rca) 3/15, diabetes mellitus, hypertension, anxiety, chronic back pain with pain pump, osa (CPAP 5), asthma, alpha 1 antitrypsin deficiency, hypertriglyceridemia (trig 900 from 3/15), and prior left heart catheterization (lhc). Past surgical history included back x3 last 10/15, tah bso, appendectomy, hernia, right arm x6, right lumbar selective nerve root block l2 l3. The patient was a former smoker. Allergies included lyrica, cymbalta, clopidogrel bisulfate, brilinta, and lamictal. The patient had lumbar disc herniation, lumbar degenerative disc disease, lumbar facet arthropathy, lumbar postlaminectomy syndrome, and lumbar radiculopathy. There were consistent with the patient's medical history. The patient's updated mediation list for the problem of lumbar radiculopathy included ibuprofen 800 mg oral tablets (one oral three times a day as needed), carisoprodol 350 mg oral tabs (1 tab oral three times a day), oxycodone- acetaminophen 7.5-325 mg oral tabs (take one orally four times a day as needed), aspirin 81 mg tabs (one by mouth daily). The patient would continue on percocet. When she was evaluated by her new primary care physician she was told that her gabapentin was too high of a dose. She had been on this mediation for several months with benefit at the p resent dosing. She was also started on a new antidepressant one month ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.